Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure when tested against the programmer, the right atrial (ra) lead exhibited noise over-sensing. The ra lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event noise/over-sensing was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.